Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2010 and was revised on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of cobalt and chromium in his blood.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2010 and was revised on (b)(6 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of cobalt and chromium in his blood.

Manufacturer narrative:
Corrected manufacturing site for devices to stryker orthopaedics-cork an event regarding alleged elevated ion levels involving an unknown accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: the reported event could not be confirmed nor the root cause determined as insufficient information was provided. Further information such as return of device, operative reports, x-rays, histapathology reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Manufacturer narrative:
Executive summary and device information have been updated reported vent an event regarding disassociation involving an accolade stem that was mated with a lfit v40 cocr head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned clinician review: a review of the provided medical records by a clinical consultant stated the following comment: cannot confirm event, need additional information; primary operative report, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies.. Complaint history review: there have been no other similar events for the lot referenced conclusions: the reported event could not be confirmed nor the root cause determined as insufficient information was provided. Further information such as primary operative report, clinical and past medical history, additional serial dated x-rays and examination of explanted components are required to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2010 and was revised on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of cobalt and chromium in his blood. Update (B)(6) 2020 ; as per the op report; 'the patient did fine: until recently when he had a catastrophic failure of the trunnion of the left hip, and x-rays revealed partial disassociation of the head from the neck'